Event description:
At the end of an angioplasty/stenting procedure, approximately 12mm piece of radiopaque guidewire broke off the distal end. The piece of broken wire was left in the patient as the interventional cardiologist was unable to remove. It is still lodged in the distal end of the circumflex artery. The patient was discharged from the facility in stable condition on (B) (6) 2010. Dates of use: (B) (6) 2010. Diagnosis or reason for use: prolonged angina / angioplasty.